Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation was peeling off the jaws at beginning of burning branches. They were able to finish the case as well as retrieve the piece out of the leg. No patient effects reported.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Internal complaint number: (B)(4). A lot history record review was completed for lots 25149152, 25148415, 25148113 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation was peeling off the jaws at beginning of burning branches. They were able to finish the case as well as retrieve the piece out of the leg. No patient effects reported.